Event description:
It was reported that the patient experienced cardiac tamponade due to perforation of either the right atrial (ra) lead or right ventricular (rv) lead. The patient underwent pericardiocentesis. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.